Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure, the device was used to measure the blood pressure of the patient. The patient was given kta which was followed by a drop in blood pressure. The medical staff injected norepinephrine and dobutamine to counter the drop in pressure with no response. The decision was made to change the blood pressure measurement device. With the new device connected, the blood pressure was reported as elevated. The medical staff ceased the introduction of norepinephrine and dobutamine to bring the blood pressure back down. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually investigated. The complaint is confirmed. The root cause is attributed to the poor coupling contact between the transducer cable plug or wear and tear on the interface cables during procedure. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.